Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The moderately tortuous and calcified obtuse marginal (om) was predilated with a 2.0mm maverick balloon. The 2.25x12mm taxus express2 drug eluting stent (des) was advanced to the om, but was unable to cross the lesion. The physician withdrew the des and noticed that the stent strut was lifted. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".